Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, severely tortuous left circumflex (lcx). The lesion was predilated with an unk balloon. The physician attempted to place a 3.00x24mm liberte bare metal stent, but was unable to cross the lesion. Upon removal, it was noted that the stent was flared. The procedure was completed with a 3.00x12mm liberte bare metal stent. No pt complications were reported. Pt status reported as "good".